Manufacturer narrative:
Philips service replaced the l-arm power supply and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an intermittent startup issue, and the l-arm and c-arm failed to move on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.